Manufacturer narrative:
In review of all case details against the criteria set forth in document (B)(4) (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.

Event description:
Customer reported a false positive coronavirus results with aries sars cov-2 assay (eua ivd). · aries run one- positive- sample ID (B)(6) , cassette sn (B)(4), customer verbally reported that the orf1ab gene CT was 15.7 and tm was not available. The n gene and rnase p were not detected. · aries run two- negative- sample ID (B)(6), cassette sn (B)(4) · confirmation testing- none.